Manufacturer narrative:
Device evaluation summary: skin irritation is an expected low-frequency event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation ge. There is no indication of a device malfunction.

Event description:
A zoll distribution reported that on (B)(6) 2015, an (B)(6) female patient was getting bleeding sores under all of the electrodes and the te pads. A follow-up with the patient revealed that the patient ended use on 01/12/2015 due to her ejection fraction improving. The clinical outcome of the bleeding sores is unknown.